Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedding of the device"), device breakage ("fracturing / device breakage"), device expulsion ("migration / expulsion of essure device"), fallopian tube perforation ("perforation (fallopian tube (s))"), rectocele ("rectocele"), enterocele ("enterocele") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 768830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urge incontinence, constipation and irritable bowel syndrome. Concomitant products included ascorbic acid (vitamin c), estrogens conjugated (premarin), lansoprazole (prevacid) and macrogol 3350 (miralax). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), genital haemorrhage (seriousness criterion medically significant), anxiety ("mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2011, 2 months 7 days after insertion of essure, the patient experienced rectocele (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and enterocele (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal area (cramping)") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopy, removal of embedded essure device in the fundus of uterus), and surgery (enterocele and rectocele repair with graft). At the time of the report, the embedded device, device breakage, device expulsion, fallopian tube perforation, rectocele, enterocele, genital haemorrhage, anxiety, depression, migraine, dysmenorrhoea, dyspareunia, fatigue and back pain outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, enterocele, fallopian tube perforation, fatigue, genital haemorrhage, migraine, pelvic pain and rectocele to be related to essure. The reporter commented: visualized coils left-3 right-5 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: confirmed essure device was successfully occluded. (B)(6) 2011 :hysterosalpingogram : couldn't locate one side of the placement and I had prolapsed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device , device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (general), mental anguish, depression, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, perforation (fallopian tube (s)), fatigue, abdominal area (cramping), lower back pain", lot number, reporter, lab data added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedding of the device"), device breakage ("fracturing / device breakage"), device expulsion ("migration / expulsion of essure device"), fallopian tube perforation ("perforation (fallopian tube (s))"), rectocele ("rectocele"), enterocele ("enterocele") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 768830-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urge incontinence, constipation and irritable bowel syndrome. Concomitant products included ascorbic acid, estrogens conjugated (premarin), lansoprazole (prevacid) and macrogol 3350 (miralax). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), genital haemorrhage (seriousness criterion medically significant), anxiety ("mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced rectocele (seriousness criterion medically significant), 2 months 7 days after insertion of essure. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), enterocele (seriousness criterion medically significant) and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal area (cramping)") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopy, removal of embedded essure device in the fundus of uterus, cystoscopy, enterocele repair with graft and rectocele repair with graft). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, device breakage, device expulsion, fallopian tube perforation, rectocele, enterocele, genital haemorrhage, anxiety, depression, migraine, dysmenorrhoea, dyspareunia, fatigue, back pain, nausea, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, enterocele, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rectocele and vaginal haemorrhage to be related to essure. The reporter commented: visualized coils left-3 right-5. (B)(6) 2018- plaintiff cystoscopy has been done. Discrepancy of essure removal: if you have had your essure removed, are you currently planning for essure removal? No diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully occluded. Couldn't locate one side of the placement and I had prolapsed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device , device expulsion. Most recent follow-up information incorporated above includes: on 26-dec-2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) were added. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedding of the device"), device breakage ("fracturing / device breakage"), device expulsion ("migration / expulsion of essure device"), fallopian tube perforation ("perforation (fallopian tube (s))"), rectocele ("rectocele"), enterocele ("enterocele") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 768830-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urge incontinence, constipation and irritable bowel syndrome. Concomitant products included ascorbic acid (vitamin c), estrogens conjugated (premarin), lansoprazole (prevacid) and macrogol 3350 (miralax). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), genital haemorrhage (seriousness criterion medically significant), anxiety ("mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2011, 2 months 7 days after insertion of essure, the patient experienced rectocele (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and enterocele (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal area (cramping)") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopy, removal of embedded essure device in the fundus of uterus), surgery (laparoscopy, removal of embedded essure device in the fundus to complications from the essure device), surgery (laparoscopy, removal of embedded essure device in the fundus of uterus), surgery (rectocele repair with graft) and surgery (enterocele repair with graft). At the time of the report, the embedded device, device breakage, device expulsion, fallopian tube perforation, rectocele, enterocele, genital haemorrhage, anxiety, depression, migraine, dysmenorrhoea, dyspareunia, fatigue and back pain outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, enterocele, fallopian tube perforation, fatigue, genital haemorrhage, migraine, pelvic pain and rectocele to be related to essure. The reporter commented: visualized coils left-3 right-5 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded. (B)(6) 2011 :hysterosalpingogram : couldn't locate one side of the placement and I had prolapsed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device , device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / embedding of the device / migration / expulsion of essure device"), device breakage ("fracturing / device breakage"), fallopian tube perforation ("perforation (fallopian tube (s))"), rectocele ("rectocele"), enterocele ("enterocele") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 768830-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urge incontinence, constipation and irritable bowel syndrome. Concomitant products included lansoprazole (prevacid) for irritable bowel syndrome, paracetamol (acetaminophen) since 2010 for migraine as well as ascorbic acid, estrogens conjugated (premarin) and macrogol 3350 (miralax). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), anxiety ("mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced abdominal pain ("abdominal area (cramping)"), urinary tract disorder ("bladder or urinary problems or changes,") and bladder disorder ("bladder or urinary problems or changes,"), 17 days after insertion of essure. On (B)(6) 2011, the patient experienced rectocele (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), enterocele (seriousness criterion medically significant) and nausea ("nausea"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (laparoscopy, removal of embedded essure device in the fundus of uterus, cystoscopy, enterocele repair with graft and rectocele repair with graft). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, rectocele, enterocele, genital haemorrhage, anxiety, depression, migraine, dysmenorrhoea, fatigue, nausea, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder outcome was unknown and the pelvic pain, dyspareunia, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, enterocele, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rectocele, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: visualized coils left-3 right-5. (B)(6) 2018- plaintiff cystoscopy has been done. Discrepancy of essure removal: if you have had your essure removed, are you currently planning for essure removal? No on (B)(6) 2011- she performed tubal ligation surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully occluded couldn't locate one side of the placement and I had prolapsed. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- perforation (uterus), bladder problems, urinary tract disorder. Concomitant drug was added and outcome of the event "dyspareunia" was updated to recovering from unknown. Previous events device expulsion and device embedment were clubbed with uterine perforation. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedding of the device"), device breakage ("fracturing / device breakage"), device expulsion ("migration / expulsion of essure device"), fallopian tube perforation ("perforation (fallopian tube (s))"), rectocele ("rectocele"), enterocele ("enterocele") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 768830-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urge incontinence, constipation and irritable bowel syndrome. Concomitant products included ascorbic acid (vitamin c), estrogens conjugated (premarin), lansoprazole (prevacid) and macrogol 3350 (miralax). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), genital haemorrhage (seriousness criterion medically significant), anxiety ("mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2011, 2 months 7 days after insertion of essure, the patient experienced rectocele (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), enterocele (seriousness criterion medically significant) and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal area (cramping)") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopy, removal of embedded essure device in the fundus of uterus), surgery (laparoscopy, removal of embedded essure device in the fundus to complications from the essure device), surgery (rectocele repair with graft) and surgery (enterocele repair with graft). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, device breakage, device expulsion, fallopian tube perforation, rectocele, enterocele, genital haemorrhage, anxiety, depression, migraine, dysmenorrhoea, dyspareunia, fatigue, back pain and nausea outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, enterocele, fallopian tube perforation, fatigue, genital haemorrhage, migraine, nausea, pelvic pain and rectocele to be related to essure. The reporter commented: visualized coils left-3 right-5. (B)(6) 2018- plaintiff cystoscopy has been done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded (B)(6) 2011 :hysterosalpingogram : couldn't locate one side of the placement and I had prolapsed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device , device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was received event nausea was added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedding of the device"), device dislocation ("migration") and device breakage ("fracturing") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), rectocele ("rectocele"), enterocele ("enterocele") and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopy and a removal of the device due to complications from the essure device), surgery (laparoscopy and a removal of the device due to complications from the essure device) and surgery (laparoscopy and a removal of the device due to complications from the essure device). Essure was removed. At the time of the report, the embedded device, device dislocation, device breakage, rectocele, enterocele and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, embedded device, enterocele, pelvic pain and rectocele to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.